Event description:
The implantable neurostimulator system was explanted at the time of pump replacement. The pt was stable and discharged the day after implant. The pt died the following day. Additional info has been requested and will be reported in mfg. Report # 3004209178-2009-09510.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.